Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09e64, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. There was no known accident or incident related to the event and it ¿stopped a week ago.¿ it was then reported that patient education on the patient programmer resolved the issue. The patient synched with the implant and found the device off. The patient turned it back on and felt stimulation for a moment. During the report the stimulation went down and up again on its own. Additional information was requested, but was not available as of the date of this report.